Event description:
Patient's mother advised wrong pen ndls shipped: pen ndl 32g 3/16 in (5mm) novotwist provided with nutropin 5 mg nuspin order. Needle doesn't fit and nurse coordinator told mother during training that novotwist not compatible with device. Created new order for compatible pen ndls per mother request and agent getting to resolutions to ship. New start to med but delayed further due to issue by 2 days. Contacted mdo about delay as well.